Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2015 from an orthopaedist. This case involves a (B)(6) years old female pt who experienced synovitis of the right knee and dropsy of the right knee-joint after receiving treatment with synvisc. No medical history and past drug was reported. Pt had osteoarthritis of the right knee. Concomitant medications included tramadol hydrochloride (tramal), celecoxib (celecox) and loxoprofen sodium (loxonin) for osteoarthritis of the knee. On (B)(6) 2015, the pt initiated treatment with intra articular synvisc injection (dose, frequency, batch/lot number and expiry date: unk) for osteoarthritis of the knee. On (B)(6) 2015, pt received the third injection of synvisc. The same day, at the time of third synvisc injection, 50 cc of yellow cloudy joint fluid were observed. On the same day, after 2 weeks of receiving first synvisc injection pt developed synovitis of the right knee and dropsy of the right knee-joint, which were treated with steroids triamcinolone (kenacort) and mepivacaine hydrochloride (carbocain). The same day, synvisc was discontinued. On (B)(6) 2015, synovitis of the right knee and dropsy of the right knee-joint were resolving. Action taken: permanently discontinued. A pharmaceutical technical complaint (ptc) was initiated with results pending for the same. Synovitis of the right knee (effusion [r] knee). Reporting orthopedist's seriousness assessment: serious (required intervention). Reporting orthopedist's causality assessment: highly probable. Dropsy of the right knee-joint (effusion [r] knee). Reporting orthopedist's seriousness assessment: serious (required intervention). Reporting orthopedist's causality assessment: highly probable.